Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The fse evaluated the device and verified the reported issue. The fse found that the device would need a new power switch overlay. The fse replaced the power switch overlay to resolve the reported issue. The device passed all testing and operated within the manufacturing specifications. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) reported an alarm led failure (error code 1105) appeared when servicing. There was no patient involvement at the time the issue was discovered.